Manufacturer narrative:
Literature citation: boenisch, u.w., de boer, p.g., journeaux, s.f. (1996). Unreamed intramedullary tibial nailing ¿ fatigue of locking bolts. Injury, volume 27, number 4, pages 265-270. This report is for an unknown locking bolt with unknown part and lot numbers. UDI unavailable, part number unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: boenisch, u.w., de boer, p.g., journeaux, s.f. (1996). Unreamed intramedullary tibial nailing - fatigue of locking bolts. Injury, volume 27, number 4, pages 265-270. [Country: (B)(6)] this was retrospective review of a study performed between january 1990 and october 1993. The study population included a total of 71 patients after 2 were lost to followup, with 28 females and 43 males. Patient had diaphyseal tibial, open or closed, fractures repaired with unreamed interlocked intramedullary nails. Forty-two ao nails were used and 32 nails from a competitor were used. Interlocking bolts were removed in 14 nails after a mean time of 7.8 weeks for fracture dynamization. Follow up period was mean of 15.2 months. The authors did not specify if the complications were associated with synthes or non-synthes parts, therefore the events will be assessed. Complications as follows: this refers to interlocking bolt breakage of 1 or more bolts; occurred 8-10 weeks after patients became partial weight bearing, 4 patients had obvious fracture line at 8 weeks post-op and at 12 weeks post op had union with broken proximal bolts. It is unclear which patients had revision surgery due to the malfunction: 14 nails removed; difficulty removing nail, therefore nail not removed in 2 cases. This is report #5 of 5 for (B)(4). This report is for an unknown ao nail and interlocking bolt with an unknown part number, lot number and quantity. A copy of the literature article is being submitted with this medwatch. This report is for 5 device(s).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.